Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is broken and when they were trying to change their set, they received a motor error alarm. The blood glucose reading is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Motor error alarm during rewind due to motor flex cable bunlock connector. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.